Manufacturer narrative:
The pump and catheter have been returned to the MFR for analysis which is not complete as of the date of this report. A f/u report will be sent when the analysis is complete.

Event description:
The pump and catheter were removed due to infection. No add'l details were provided. The medication being delivered via the pump was not reported. Add'l info has been requested from the hlth care professional, a f/u report will be sent if add'l info becomes available.